Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The valve was disconnected from the catheter. The valve disconnected from the tube. The emergency slide clamp was used and the valve was changed.

Event description:
The valve was disconnected from the catheter. The valve disconnected from the tube. The emergency slide clamp was used and the valve was changed.

Manufacturer narrative:
No sample or photographs were provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. After a review, no issues were identified during manufacturing for the lot provided. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing/design process were identified. Since no probable root cause could be identified, no corrective or preventive actions can be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text: see narrative.